Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the handpiece overheated during use in the procedure. There was no delay to the procedure. There was no patient impact.

Manufacturer narrative:
Analysis could not confirm the complaint of the customer. The maximum temperature within 1 minute does not exceed the threshold. However, after 5 minutes of testing the collet temperature rose to 118 degrees f. Therefore, the worn collet was replaced. The device was successfully tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.